Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic after receiving a patient notifier for device going into back up vvi mode. The device was reprogrammed successfully. The patient condition was stable.